Manufacturer narrative:
FDA medwatch program report number: mw5091633. Customer reported that their toddler son was chewing his smilefrida the toothhugger toothbrush and that a small piece of metal emerged from within the toothbrush head. The child, while under supervision, was allowed to chew on the product even though the labeling clearly states the product is not a teether and should not be chewed or bitten. Chewing through the rubber tpe over-mold and pp plastic, thereby exposing a small metal piece which could be a potential choking hazard to children.

Event description:
Customer reported that their toddler son was chewing on his smilefrida the toothhugger toothbrush and that a small piece of metal emerged from within the toothbrush head. FDA medwatch program report number: mw5091633.